Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code, conclusion code). The reported event could not be confirmed, based on available medical records and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined below: ¿the tibial component seems to be intact. There are small cysts and cavities visible around the tibial part. Dorsolateral there might be a small periprosthetic fracture of the distal tibia visible, but the reconstruction is not good enough to say this for sure. The pe cannot be assessed directly in the CT-scan, but there are no clear signs of loosening or breakage. The talar component anterior shows some smaller cysts and some radiolucency which can be interpreted as loosening as well. However, there are also some overlapping artefacts and therefore this cannot be said with certainty. The quality is also reduced due to the plating in the distal fibula on the level of the ankle prosthesis.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts and cavities around the tibial part resulting in loosening also, dorsolateral small periprosthetic fracture of the distal tibia and bone quality reduces due to plating of distal fibula on the level of the ankle prosthesis.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.